Event description:
Caller contacted manufacturer regarding discrepant results of various ranges recorded obtained. Inratio inrs of patient in question are: 2009: >7.5 error and repeat was the same. Coumadin was held. The following three days: 3.6, 3.4, 4.3.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Discrepant results (precision) comparison of inratio test results provided by end-user at time complaint was filed: for test 1, the reported inr values from the complaint was >7.5. Such value are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. From test 2 to 4, the percentage of cv is 13% which is less than 20%. The precision data passes the criteria for precision. The data reported is considered precise, and therefore, no further testing beyond investigation is required at this time. Proper technique tips provided by manufacturer. Device will not be returned for evaluation.